Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the impactor was noted to be fractured. It was noted that the impactor was dropped, but it is unknown whether the drop caused the fracture, or if the tip was fractured prior. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.